Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent communication issues with the system monitor while using the system controller (serial number (B)(6)) was unable to be confirmed through this analysis. The submitted log files captured no notable events that would have contributed to the reported issue. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital due to severe aortic insufficiency and extrinsic outflow graft obstruction (eogo). When the patient was connected to the hospital cart, the system monitor intermittently showed no data being received while the patient was connected. The staff registered nurse ordered a different cart and it did not resolve. The log files were submitted for review due to the communication interruptions while connected to the system monitor. The event log file had recorded slightly reduced voltages while connected to the patient cable/power module on (B)(6) 2025. The communication interruptions resolved after exchanging the controller.